Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella cp was inserted and initiated without reported issue. During the procedure, an extra backup (ebu) guide catheter was introduced with an amplatz left 1 (al1) catheter in place, after which the impella placement signal began to drift. It was reported that the systolic waveform correlated for the majority of the case; however, the diastolic waveform continued to trend downward, at which point a ¿placement signal low¿ alarm was observed. The physician verified patient hemodynamics and impella position, which were reported to be stable. Following removal of the extra backup (ebu) guide catheter, the impella placement signal returned to normal. No signs or symptoms of patient injury or patient harm were reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived. The device was reported to be available for return; however, at the time of this report, the device has not been returned for evaluation.

Manufacturer narrative:
D9 updated; the product has been returned for evaluation. The investigation is still ongoing.